Event description:
The customer reported that her blood glucose reached 441 mg/dl. She gave a 16 unit bolus with her back up system which brought it back down (no exact time reported). At breakfast, her bg was 364 mg/dl and she took another manual bolus of 13 units for correction and the meal.

Manufacturer narrative:
The pod was received with discoloration inside the pod, indicating a possible fluid-leak. Residual fluid and corrosion was found around the chassis wall and release bar. The root cause was found to be leakage at cannula seal - tear in cannula at site c. The damage appeared to have occurred during assembly of the cannula into the chassis. This mfg deficiency contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.